Event description:
The product was applied to the left leg of the pt and was found to have ruptured upon completion of the surgery. The pt's leg had impressions from the sleeve with some redness.

Manufacturer narrative:
In follow-up discussions with the reporter on (B)(6) 2012, the following additional info was provided; "the incident occurred on (B)(6) 2012...the pt was in a supine position (on his back) - no stirrups, etc. There was no pt injury...and the redness on the pt's leg originally reported was not related to the venodyne sleeve." Device is being forwarded to the manufacturing facility for further review. Two sleeves were returned from the reported surgical procedure at (B)(6) hospital. These were picked up from the hospital by sales representative (B)(4) and sent to my attention. Wearing gloves, I examined the two sleeves returned. One was marked "left leg" and one was marked "right leg". The one marked "left" had an opening in the seam area almost the full length of the sleeve. The edge of the sleeve that came apart does show indications of needle marks as if the sleeve edge had been captured within the sewing process. The right sleeve did not indicate any nonconformance. No manufacturing defects were evident from my examination of the sleeves. The samples have been forwarded to the manufacturing facility for further review on (B)(4) 2012.